Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure mode. The ec was installed in the test system and the system came up with no errors and good video on both eyes with no anomalies. Then 10 power cycles were ran with no errors and no video issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted prostatectomy procedure, the left eye of the surgeon side console (ssc) had no video. The site attempted troubleshooting by replacing the endoscope but the issue persisted. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting but once again the issue persisted. At that time, the surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the endoscope controller (ec). The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.